Manufacturer narrative:
According to the reporter who is the caregiver of the customer, "this is the first time I am reporting this incident but a few weeks ago, she fell due to the brakes of the wheelchair not working and was crying in pain. We had to call 911 to help get her up and she had to go to the hospital. She did not have a serious injury like broken bones but was in pain so she was treated with pain medication and then she was transferred to a long-term rehab facility after the hospitalization. She will be leaving the facility soon". The reporter confirmed the device is a wheelchair and that the device is available for evaluation. The reporter was told to no longer use the wheelchair anymore. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the reporter who is the caregiver of the customer, "this is the first time I am reporting this incident but a few weeks ago, she fell due to the brakes of the wheelchair not working and was crying in pain. We had to call 911 to help get her up and she had to go to the hospital.